Event description:
It was reported that a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date in which competitor products were implanted. Subsequently, patient underwent a revision due to infection on (B)(6) 2014 in which antibiotic spacers were implanted. It was further reported that patient underwent another revision on (B)(6) 2014 to implant biomet products. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to quad tendon rupture, the bearing was removed. Subsequently, patient experienced a tibial fracture and underwent an orif for a right periprosthetic tibial shaft fracture on (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date in which competitor products were implanted. Subsequently, patient underwent a revision due to infection on (B)(6) 2014 in which antibiotic spacers were implanted. It was further reported that patient underwent another revision on (B)(6) 2014 to implant biomet products. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to quad tendon rupture, the bearing was removed. Subsequently, patient experienced a tibial fracture and underwent an orif for a right periprosthetic tibial shaft fracture on (B)(6) 2014. Additional information received noted that the quad tendon rupture was possibly related to the long term infection leading up to the revision procedure; however, no concrete cause is known. It was further reported the tibial shaft fracture was not attributed to the implant. The tibial shaft fractured when the patient was knocked over while getting into a boat.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a right knee revision procedure approximately 2 months post-implantation due to quadriceps tendon distention. It was further reported that the distention was possibly related to the long term infection leading up to the revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date in which competitor products were implanted. Subsequently, patient underwent a revision due to infection on (B)(6) 2014 in which antibiotic spacers were implanted. It was further reported that patient underwent another revision on (B)(6) 2014 to implant biomet products. Subsequently, patient underwent a revision procedure on jul(B)(6) 2014 due to quad tendon rupture, the bearing was removed. Subsequently, patient experienced a tibial fracture and underwent an orif for a right periprosthetic tibial shaft fracture on (B)(6) 2014. Additional information received noted that the quad tendon rupture was possibly related to the long term infection leading up to the revision procedure; however, no concrete cause is known. It was further reported the tibial shaft fracture was not attributed to the implant. The tibial shaft fractured when the patient was knocked over while getting into a boat. Additional information received noted patient expired on (B)(6) 2014 due to respiratory failure and was not implant related.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07992 / 07993).